Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. The sensor was reading a low at 50 mg/dl while their blood glucose was 87 mg/dl. They drank juice and their blood glucose went up to 158 mg/dl. Troubleshooting was performed. It was also reported that they had a sensor glucose reading of 72 mg/dl when their blood glucose was at 156 mg/dl. Insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 50 mg/dl. The suspend on low limit in the sensor setting was 50 mg/dl. The sensor will not be returned for analysis.